Event description:
It was reported that during the implant procedure the right atrial (ra) lead dislodged. Upon repositioning the helix would not extend. The lead was removed from the body and rinsed, however the helix still would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.